Manufacturer narrative:
(B)(4). This code is used to address the use of the starclose se in a calcified vessel. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 6fr sheath after a superficial femoral artery stenting procedure. Reportedly, the starclose se clip was delivered without resistance. When the device was removed, notable blood oozing was seen. Manual arterial compression was applied inadequately to the puncture site; a femostop was used to achieve hemostasis. Two units of blood were given. After hemostasis was achieved, an abdominal hematoma was noticed. No treatment of hematoma was provided. Hospitalization was prolonged as the patient was observed overnight. Hemoglobin returned to normal and no further action was required. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.